Event description:
Information was received from a patient who was receiving hydromorphone via an implantable pump for non-malignant pain. It was reported that the patient reported they had a new pump implant yesterday ((B)(6) 2026) and mentioned her previous pump that for 7 months was not working, and the catheter was the reason they were in surgery because the computer thought it was giving them the medication, but it was not. Every time the nurse visited, they had taken more than half of the medication so the nurse noticed something was wrong about 8 months ago ((B)(6) 2025).

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.